Event description:
It was reported " the transducer connection to the iab cracked and broke off. There is bleeding for the central lumen. The end of the luer lock connection is stuck in the metal part of the iab". It is unknown how this reported issue was resolved.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the transducer connection to the iab cracked and broke off is confirmed based on the customer photos provided with the complaint report. In the photos, the arterial pressure (ap) tubing was noted damaged. The damage consisted of the male luer end being broken and separated from the arterial pressure (ap) tubing. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken luer of the ap tubing. The root cause of the complaint is undetermined. A potential cause is user handling, where the ap connection is overtightened. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " the transducer connection to the iab cracked and broke off. There is bleeding for the central lumen. The end of the luer lock connection is stuck in the metal part of the iab". It is unknown how this reported issue was resolved.